Event description:
Additional information was received from the patient. The patient clarified that the statement that the ins wasn't keeping the stimulation level was a use issue. They stated that the issue of the issue was undetermined and that it had not yet been resolved. They reported that yes, stimulation was very often felt outside the bicycle seat area, and the cause of the issue was unknown. They reported what likely cause the issue was unknown. They stated the no steps were or would be taken to resolve the issue. They reported that the issued had not yet been resolved. The patient reported that the cause of stimulation going up and down in increments of .2 instead of .1 was not determined and that what likely caused the issue was unknown. They reported that no steps would be taken to resolve the issue and it had not yet been resolved. They reported that the cause of stimulation being "too much" when increasing demand was determined. They reported the what likely caused the issue was unknown. They stated that the issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having a return of symptoms and that their ins wasn't keeping the stimulation level that they were setting. Patient stated that after the last 30 days of staying in their previous program, when they start to have a spill, it's uncontrollable. Patient mentioned that they switched to a different program today and when they adjust their stimulation, they described that the stimulation goes up and down in increments of .2 instead of .1 (e.g. From 1.3 to 1.5). Patient added that they feel the stimulation in their rectal or bowel area instead of their urinal or bladder area and when they increased their stimulation, it's too much. Patient also mentioned that their current level of stimulation is close to their previous level of stimulation. Agent reviewed general device use and communicator best practices. Agent also reviewed general therapy information and walked patient through connecting to their ins. Patient confirmed that they were at 1.3 instead of 1.4. Since patient confirmed feeling the stimulation comfortable in their bike seat area and that they only made their last adjustment today, patient will maintain stimulation and will continue to monitor symptoms. Patient was redirected to their hcp if the issue persists.